Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. During post operative monitoring and testing, peri-prosthetic soft tissue abnormalities with features typical of an adverse reaction to metal debris, including solid masses or fluid collections, joint effusion, and osteolysis of the femur was noted. Fluid is noted, posterior lateral location 46.4x219.5x99.1x3. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received from clinical study data noted that the patient underwent a left hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, severe pain was also noted.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. During post operative monitoring and testing, peri-prosthetic soft tissue abnormalities with features typical of an adverse reaction to metal debris, including solid masses or fluid collections was noted. Fluid is noted, posterior lateral location 46.4x2.19.5x99.1x3. Joint effusion, osteolysis of femur. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown . Date implanted - unknown. Date explanted - unknown. Manufacture date - unknown.